Manufacturer narrative:
Correction: e1.

Event description:
It was reported a patient's right ventricular (rv) lead presented with high capture thresholds. X-ray did not show any visible fracture. The lead was explanted in a procedure on (B)(6) 2024, during which some twisting of the leads was noted due to twiddlers syndrome. Post-procedure the patient was stable.